Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's right femoral artery. After inserting the sheath, the md tried to insert the iab into a sheath, however, the iab became stuck in the sheath. As a result, the iab was removed. Another iab was inserted and intra-aortic balloon pump (iabp) therapy commenced successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. There were no reported patient complications. It is unknown if there was a delay in therapy. The patient outcome is "good".